Event description:
During a remote follow-up, episodes of noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead. Insulation damage of the ra lead was suspected, but was unable to be confirmed. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that provocative testing was performed and the noise was able to be reproduced. The device was reprogrammed to resolve the event.